Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurately high compared to his feelings and normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at approximately 8pm, the patient reported obtaining a reading of "179mg/dl" on his lfs meter. The patient reported using self adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported developing no symptoms due to the alleged issue. However, on (B)(6) 2012, the patient was seen by a healthcare professional in the emergency room (ER) and a reading of "45mg/dl" was obtained and the patient was treated with something to eat or drink. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing, and the patient's test strips were in good condition. However, a control solution test was not run due to the patient not having any control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because, the patient alleged due to the alleged issue, his blood glucose dropped to a severely low level and was treated by a health care professional in the ER.

Manufacturer narrative:
(B)(4) - device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.